Event description:
It was reported that an ilet user experienced hyperglycemia after being disconnected for several hours due to running out of insulin, and customer care walked the user through a full supply change that proceeded normally. Symptoms included elevated blood glucose up to 386 mg/dl with readings above 180 mg/dl for approximately two hours and receipt of high glucose alerts. Outcomes included no hospitalization, no need for assistance, no professional medical intervention, and no immediate health effects. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported or observed and that hyperglycemia was associated with interruption of insulin delivery due to lack of insulin and disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.